Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered more medication than intended. At 1200, the device was programmed to deliver a bolus of dextrose 5% at a rate of 999ml/hr, with a vtbi (volume to be infused) of 100ml/hr, via a peripheral intravenous line, and the delivery was started. It was reported the total volume of the container was 500ml. The customer contact reported that the programming was confirmed by two persons and there was no difficulty programming or initiating the therapy. At 1240, the device had an unspecified alarmed. At that time, it was noted that the whole 500ml had been delivered. The device was removed from the clinical service. It was reported the patients' blood glucose level was drawn and reported as 194mg/dl. The customer contact reported the pt condition was stable throughout the event. It was reported prior to the delivery the pt's blood glucose level was 45 mg/dl. There were no reported adverse patient effects. No medical interventions were required. No additional info was provided.